Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was delivering a bolus. Customer's blood glucose (bg) was 515; cause was unknown and customer delivered a bolus to address the high bg. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the altitude alarm issue was verified in the pump logs; however, no failure was identified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.